Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgery on (B)(6) 2017 and did not turn the ipg to surgery mode. Since the procedure, the ipg has been unable to communicate with the external devices. Company representative noted that ipg would not connect to the clinician programmer. Multiple trouble shooting steps were unable to recover the ipg. Surgical intervention may be pending to address this issue.

Event description:
Additional information received indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.